Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance. The local area field representative was contacted for additional information; however, no further information is available at this time. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 125 ohms. Additionally, the rv pace impedance had started to gradually increase. Technical services (ts) suggested to consider commanded shocks to further evaluate this rv lead. Additional information was attempted to be obtained with no success. This rv lead remains in service. No adverse patient effects were reported.